Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer had blood levels of 300, 325 and 130 to 140 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump was beeping lot of times. Customer declined troubleshooting for beeping and high blood glucose level. The insulin pump will not be returned for analysis.